Event description:
A us distributor contacted zoll to report that a patient developed a rash and infection under the lifevest equipment. Patient described the area as rash and infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the skin irritation and infection. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.